Manufacturer narrative:
Meter was not returned for evaluation.

Event description:
The customer compared his ibgstar meter readings with the freestyle lite. Results of the ibgstar consistently show 4-5 mmol/l above this device. On one test he used ibgstar which read 8.9 mmol/l. He corrected his insulin by 2 units, 20 min. Later he tested his freestyle lite which showed 2.9 mmol. He states that he usually gets symptoms when he is high or low and that he did not feel symptomatic at the 8.9 but did at 2.9.